Event description:
It was noted that the ipg system was not related to the patients death.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is deceased. Post implant of a implantable pulse generator (ipg) system the right atrial (ra) lead exhibited high impedance and oversensing, the right ventricular (rv) lead also exhibited high impedance and the patient's heart rate was in the thirties. The following day the patient's blood pressure was dropping. The patient was given blood and there was an attempt to transfer the patient to a larger center but that suddenly there was pulseless electrical activity and hypovolemic shock was noted. Cardiopulmonary resuscitation was administered but shortly after the patient was pronounced dead.